Event description:
It was reported by service report that the scale is weighing inaccurately. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. See scanned page.